Event description:
It was reported a cerebrospinal fluid (csf) leak occurred during the procedure to implant a new lead. Reportedly, the physician was having difficulties accessing the space to place the lead which then lead to the csf leak. The physician decided to abandon the procedure.

Event description:
Follow up information received identified no intervention was needed for the cerebrospinal fluid leak. In addition, the patient was reportedly fine at his postoperative appointment.